Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during a cataract extraction with an intraocular lens (iol) implant procedure, they found smudged lens and it was removed by irrigation and aspiration. Additional information was received stating the lens was explanted.

Manufacturer narrative:
The intraocular lens was returned for analysis and the reported complaint was not observed. Photo was provided showing the reported "smudges" on the lens. No cartridge was returned. Intraocular lens returned in a plastic container in an unknown solution. Intraocular lens is air dried. Solution is dried on the intraocular lens . Intraocular lens is partially cut through the centre of the optic. There is a crack/fraction on both surfaces of the intraocular lens. Cracks are right above each other. No foreign material or the reported ''smudge'' observed. Photo provided shows an implanted intraocular lens on a monitor screen. There appears to be a mark/material on the intraocular lens, the exact location of the mark/material (anterior or posterior intraocular lens surface) cannot be confirmed. The complainant indicates the use of non-company as a viscoelastic. Non-company viscoelastic is not qualified for use with company model. Based on our observation of the attached photo, a mark/material was observed on the implanted intraocular lens. The reported mark/material was not observed on the returned intraocular lens. The cartridge was not returned for analysis. A final root cause cannot be determined based on available information and without the evaluation of the physical sample of material. The surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the intraocular lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).